Manufacturer narrative:
(B)(4). The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc). A lead revision procedure was performed. During an attempt to explant the lead, the lead perforated the superior vena cava. The lead was surgically abandoned and replaced and the patient underwent cardiothoracic surgery to repair the perforation. No additional adverse patient effects were reported.